Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days and not properly cycling the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.